Manufacturer narrative:
The device has not yet been received for evaluation as it was discarded. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Event description:
The customer reported to the baxter sales representative that the valves were coming loose causing a leak with an unknown baxter set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.